Manufacturer narrative:
H.6. Investigation: twenty six sealed 32g x 4mm pen needle samples were returned from lot. No. 9085976, cat. No.320566. A clog test was carried out as per tp700483 on the twenty six samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap was blocked. This occurred on 20 occasions before use. The following information was provided by the initial reporter: needle blocked. Customer dialed up (B)(4) units for prime before dialing prescribed dose and needle was blocked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap was blocked. This occurred on 20 occasions before use. The following information was provided by the initial reporter: needle blocked. Customer dialed up 2 units for prime before dialing prescribed dose and needle was blocked.